Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that ivig was infusing, the nurse squeezed the butestrol to refill it and the butestrol chamber cracked down the length along the side. Approximately 5-10 ml of fluid was lost. There was no report of patient harm or medical intervention.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The customer¿s report that the burette chamber cracked was confirmed. Visual inspection showed multiple cracks in the burette cylinder, 0.5 inch from the top cap and extending 4.5 inches to the approximate center of the cylinder. There were two cracks in the center of the cylinder measuring approximately 1.5 inches which created an opening in the burette. The additional crack measured 3 inches starting at the approximate center of the burette down to approximately 0.5 inch from the bottom cap. Functional and pressure testing was not performed due to the obvious damage. The root cause of the cracked burette was not identified.